Event description:
Healthcare professional reports left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, missing shell (25-50%) broken shell, brown particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken, sharp opening and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior and anterior of broken device assessed as an unidentified (tear) opening. A sharp pattern on posterior of opening and broken device assessed as a surgical impact opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reports left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, g.1, g2, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side rupture. The device has been explanted.